Event description:
Left side: reported as anaplastic large cell lymphoma, contracture, and associated asymmetry from research article published 2008 american journal of surgical pathology, wong et al. 'Anaplastic large cell lymphoma associated with a breast implant capsule: a case report and review of the literature.' F/u findings: doctor states is allergan device but is unable to exonerate device as insufficient study evidence.

Manufacturer narrative:
Medwatch submitted on: (B)(4) 2012. Device labeling reviewed: there were no reported events of lymphoma/alcl, for pts in the (B)(4) study, in the labeling for silicone implants.